Event description:
Bellows leak from the device during cardiopulmonary bypass. The hcp had noted a red color to the heater/cooler water, following the case, that was determined to be a blood to water leak. No consequences reported for the patient.